Manufacturer narrative:
The investigator assessed the event as not related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigator assessed the event as possibly related to index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx drug eluting stents were implanted in the lad and lmca. Approx 12 days post-index procedure, the patient suffered an mi. Patient received medication as treatment and hospitalization was prolonged. Investigator assessed that the event is unlikely related to index devices or antiplatelets medication. Patient is recovered.

Manufacturer narrative:
During the index procedure, two resolute onyx drug eluting stents were implanted in the lad, none were implanted in the lcma as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated non-q-wave mi(vessel unknown) 3rd udmi spontaneous- no re-catherisation and doubtful stent thrombosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure, 2 resolute onyx des were implanted in the lcma, and none in the lad. The investigator assessed ae2, nstemi, as possibly related to the device and not related to the anti platelets. If information is provided in the future, a supplemental report will be issued.